Event description:
Gyrus (B)(4) was informed that during a surgical procedure the device jaws broke off in the patient. The piece was retrieved and no patient injury occurred. Procedure was completed as scheduled.

Manufacturer narrative:
At the time of the report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.